Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (friend/family member, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's implant battery does not hold a charge and hasn't been used since (B)(6) of 2021, but caller did not know when issue started. Patient needs head MRI. It was reviewed on the call that the implant battery needs to be charged to at least 30% to activate MRI mode. Additional information was reported by the patient's mother.  They indicated that the ins was off and they have no longer been charging it because it was not effective. They have tested patient's bowel muscles with the therapy on and determined it was not helping patient so they discontinued using the therapy. It was further reviewed and discussed on the call that they would not be able to activate MRI mode unless the ins is sufficiently charged.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient's device is dead. It was noted that patient has a health condition/syndrome and will not let parents assist in recharging device. It is planned to be explanted because patient no longer has symptoms. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.